Event description:
It was reported that during central processing, user noticed that the tip of the 6mm sp monopolar cautery instrument was broken. There was no report of patient involvement or patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the tip was not broken off/detached from the tube adapter. There was no damage or missing part. There were no scratch marks or abrasions. There were no fragments that fell inside the patient and the damage was found before the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 6mm monopolar cautery instrument to perform failure analysis. The instrument was analyzed and found to have a broken instrument tube adapter. This component is located at the distal end of the instrument and serves as the interface between the instrument and the user installed tip accessory. The broken piece was not returned and measures approximately 1.60mm x 4.00 in size. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. Additional findings not reported by site: the instrument was found to have a detached fragment as a result of the tube adapter break. The broken piece was not returned. The instrument was found to have multiple electrical contacts broken on the conductor wire. The broken contacts were not returned with the instrument. The broken contact measures approximately 0.85mm x .085mm. The instrument was found to have a detached fragment from the conductor wire. The electrical contact was found to be broken / detached from the wire. The broken piece was not returned.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 6mm monopolar cautery instrument to perform failure analysis. The instrument was analyzed, and initial fa was confirmed, the instrument was found to have a broken instrument tube adapter. Additionally, the electrical contacts were found to be broken. It appears the two smaller prongs are still present but are bent. The two longer prongs, measuring approximately 0.86mm x 4.16mm, both appear to be broken and were not returned with the instrument.

Event description:
Refer to h11 for follow-up information.